Manufacturer narrative:
The bur and attachment subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken. The returned bur was measured where possible and all critical specifications were met. Investigation results on the attachment ((B)(4), lot 13233) had confirmed widespread corrosion which increases friction in the device. This will cause the bur to bind during use, which can potentially lead to bur breakage.

Event description:
It was reported that during surgery the bur broke inside of the attachment and could not be removed. There was no patient impact or surgical delay reported as a result of this event. The procedure was completed successfully.

Event description:
It was reported that during surgery the bur broke inside of the attachment and could not be removed. There was no patient impact or surgical delay reported as a result of this event. The procedure was completed successfully. It was subsequently reported by the customer account that "the bur did not break. It stuck inside the angled attachment".

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.